Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test, unexpected restart error test, displacement test and basic occlusion test. The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump did not alarm no delivery. The customer reported that the insulin pump was not delivering insulin. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose was 113 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.